Manufacturer narrative:
(B)(6). Concomitant products: 250ml 0.9% nacl freeflex bag by fresenius kabi, mitaoxatron 8.25ml MFR unknown, unspecified extension set, 250ml 0.9% nacl by b braun, infusion pump set MFR unknown. One (1) used, empty 250 ml 0.9% nacl freeflex bag by fresenius kabi + mitoxantron 8.25 ml, one (1) used, list # 011-h1168, 43 cm (17") pvc ext set, 2-way spike, clave, clamp, luer lock, one (1) used, extension set, white vented spike, 2 claves, list # & lot # unknown, spiked into one (1) used, empty 250 ml 0.9% nacl container by b braun, and one (1) used, infusion pump set, 3-way stopcock blue, roller clamp orange, manufacturer unknown were received for investigation. The received 011-h1168 extension set along with the unknown extension sets which were connected to the device, were primed and hydrostatically pressure leak tested. A leak was observed between the fixed male locking luer and a blue clave on a mating device confirming the complaint. The male luer was microscopically examined and a crack was observed, however the probable cause of the crack cannot be determined. The manufacturing batch review could not be completed since no lot # was provided.

Event description:
The event involved an extension set, 2-way spike that leaked an unspecified solution at the luer connection. There was patient involvement, but it did not cause harm to the patient. No additional information was provided.